Event description:
Plastic on battery of asculap power drill melted while in cleaning process in or. Smoke was seen coming out of the battery and it is noted that the plastic on lower end of battery is melted. There is still the odor of burning plastic on the battery.the product and drill were being trialed by this facility.